Manufacturer narrative:
Complaint confirmed. The complaint devices were not returned for investigation, however an x-ray of the alleged complaint devices was provided. Based on the x-ray provided, the ar-8771-2020ms can be seen implanted on the left portion of the patient's foot, and it can be seen that the plate is broken at the junction between the middle hole and the proximal hole. As the device was not returned for investigation the cause of the breakage cannot be determined.

Event description:
On 09/21/2021, it was reported by a sales representative via e-mail that a surgeon implanted three dynanite compression plates in a patient on (B)(6) 2020 and the same patient came back to the surgeon in november with all three plates broken. No additional information provided. Additional information requested. Additional information provided 09/24/2021: the date of the primary procedure was (B)(6) 2020 for a midfoot fusion. This procedure took place at (B)(6) hospital, arthrex account #(B)(6). Late (B)(6) of 2020 the surgeon performed a revision where the following arthrex device(s) were explanted. Ar-8771-2020ms lot: 10722480 qty. 1. Ar-8771-0220s lot: 10722375 qty. 2.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.